Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. The infusion set was disconnected from the cartridge connection and inconsistent drops were observed to be dripping out of the cartridge tubing during the load fill tubing sequence. No damage was noted on the cartridge. A supply change was performed to address the issue. Customer's blood glucose level was approximately 200 mg/dl.